Event description:
This lead was explanted and replaced due to oversensing. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 19 cm and 56 cm distal to the is-1 connector pin. A proximal, a medial and a distal lead fragment were received for an analysis. Between the proximal and the medial lead fragment an approx. 3.5 cm segment of the lead body was missing. The visual inspection revealed multiple extraction damages. The shock coil was covered in tissue residuals. After removing these residuals, the shock coil was found severely deformed. The conductor cables were pulled out of the lumen in several positions. The conductor cable to the shock coil was found fractured. These findings indicate strong tensile forces due to an increased ingrowth. Furthermore signs of wear along the lead fragments were noted. In particular 13 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered as the root cause of the observed oversensing mentioned in the complaint text. The characteristics of this damage indicate severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. Based on the extent of the extraction damages, it cannot be excluded that an increased ingrowth affected the leads motion. Diagnostic images clarifying this assumption were not available. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.